Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead has been showing high, out of range shock impedances since several years ago. The impedance has been rising along the years according to historic reports. The calcification effect on the daily impedance testing was going to be discussed. A commanded shock was recommended once they reach a cut off value where therapy delivery could be compromised. According to the field representative, the physician will continue to monitor remotely until scheduling an evaluation of the lead or replacement. The physician is aware of technical service recommendations. The rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead has been showing high, out of range shock impedances since several years ago. The impedance has been rising along the years according to historic reports. The calcification effect on the daily impedance testing was going to be discussed. A commanded shock was recommended once they reach a cut off value where therapy delivery could be compromised. According to the field representative, the physician will continue to monitor remotely until scheduling an evaluation of the lead or replacement. The physician is aware of technical service recommendations. The rv lead has been surgically abandoned at this time. No additional adverse patient effects were reported.